Event description:
It was reported that the camera on the camera head was not functioning properly; the screen was blank. There were no reports of patient harm.

Manufacturer narrative:
Correction is being made to previously submitted b4 of initial medical device report (report reference number: 3002808148-2024-35025-00) which was not late. The correct date was 7/19/2024. Due to the crowdstrike error the submission was stuck on 7/19/2024 and this represents the re-submission.

Event description:
It was reported that the camera on the camera head was not functioning properly; the screen was blank. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "the screen was blank" was confirmed. However, the reported failure "the camera was not functioning properly" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was damage on cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due disconnection in cable unit, the endoscopic image cannot be displayed, which cause was not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.